Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas failed to power on after overnight charging despite a solid green indicator on the charging pad and correct placement, and a replacement device was issued while the original awaits return. Symptoms included thirst and headache with blood glucose reported over 600 mg/dl and out of range for approximately seven hours, and the user reported high ketones while following a ketone action plan. Outcomes included consultation with a healthcare professional to implement a backup therapy plan, with no external assistance and no hospitalization. Investigation included review of user reports and logistics confirmation of replacement delivery and return instructions. Investigation of this device revealed a suspected device power or charging malfunction associated with the main unit, with no alerts or alarms reported during the event. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending evaluation of the returned device. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.